Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The pneumatic switch was found to be broken.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The broken pneumatic connector was noted in (B)(4) 2011 when the reporter was walking by the machine. There was no patient involvement. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the pneumatic connector on the motor drive unit is broken. This is all the information known at this time.